Event description:
Company representative reported needle break off during injection in patient's abdomen. Patient was at the hospital for surgery to try and remove needle but the broken needle could not be found.

Manufacturer narrative:
Device history review was conducted and no anomalies noted. Awaiting additional information of product evaluation. Will submit a supplemental report when additional information becomes available.